Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device inspection, that the pin was missing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h4 and h6. It has been over four (4) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the allegation however a specific root cause could not be specified. Based on the results of the investigation, the cause may be that the user applied a loosening stress to the connector, causing the part to come off, and then reassembled the part without using ben p(valve p), and used it in that condition. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 inspection before use. 3.2 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.". Olympus will continue to monitor field performance for this device.